Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse tested all reagent mixers and were performing within specifications. The regent probe alignments and the reagent 1 (r1) drain were adjusted. All drains were cleaned and a system check showed the system was performing correctly. The customer ran precision studies and resulted as acceptable. The customer and cse had confirmed that the results were discordant due to running out of reagent in the flex. A new flex pack was installed and all results were acceptable. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2021-00267 was filed in conjunction to this report.

Event description:
A discordant, falsely depressed vancomycin patient result was obtained on a dimension exl with lm instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin patient result.